Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The patient side manipulator (psm) was analyzed. The reported issue was confirmed in the logs but not replicated during testing. Error code 41091 sterile adapter engagement errors were identified in the logs. The unit was installed onto the test platform and started up in normal mode without triggering any faults or errors. Multiple sterile adapters were installed numerous times; however, no issues were found. The unit was also driven and idled in following for about four hours, but the unit had functioned as intended. The psm was then installed onto the test platform where it passed all standard testing. The sterile adapter (sa) mount, ssfm printed circuit assembly (pca), spring pins, degrees of freedom (dof) rotation, and nad printed circuit assembly (pca) were all inspected but again no issues were seen. After further investigation, the instrument engage spline check metrics showed that the dof4 max edge value was close to its threshold, indicating a possible sensor fault on the ssfm pca. As a repair, the ssfm pca will be replaced. The complaint was confirmed based on failure analysis.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse inspected the system for the sterile adapter (sa) connectivity issue with instrument drive 2. The fse verified on normal system startup, the patient side manipulator (psm2) was able to take the fse sterile adapter with no issue. The fse notes that psm2 was working as intended with the fse sa. The fse replaced the psm2 for precaution and to correct error 41091. The system was tested and verified as ready for use. Isi has received the psm, but failure analysis has not yet been completed. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted nephrectomy donor surgical procedure, clinical sales representative (csr) reports, a sterile adapter (sa) connectivity issue with the instrument drive 2.the csr stated the customer had reseated the sa several times to get all discs to rotate. Error 41091 was observed in the logs on patient side manipulator (psm2). The user completed the procedure using the same system. No known impact or patient consequence was reported.